Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device heated up after 1-2 minutes of running due to worn out bearing. It was determined that the device gears became blocked by the impact of the heat and the slip clutch disengaged, which meant that the user was able to use the device for a maximum of two minutes. It was further determined that the bearing was not functioning and was defective. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to cleaning and improper maintenance, which is user error/misuse/abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The contact¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a femoral diaphysis fracture surgery to apply dfn (distal femoral nail), it was discovered that the radiolucent drive device stopped the spinning of the drill bit device when the surgeon tried to prepare for the proximal locking. The reporter stated that the event occurred when the tip of the drill bit device came into contact with the opposite side of the proximal cortical bone after drilling and penetrating the proximal cortical bone of the patient¿s femur. The surgeon pulled the drill bit device out from the femur and let the drill bit rotate in the air. It was reported that the spinning of the drill bit device was successfully restarted, and so the surgeon drilled and completed the first proximal locking hole. According to the reporter, the drilling of the second hole failed because the radiolucent drive device again stopped the spinning of the drill bit device when the tip of the drill reached the proximal cortical bone after penetrating the proximal cortical bone of the femur. There was a ten minute delay to the surgical procedure. An identical spare device was used to complete the surgery successfully. The reporter stated that there was no allegation of malfunction against the drill bit device. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. No adverse consequences were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.